Event description:
It was reported that stent dislodgement occurred. A 4.00x28mm promus premier stent was selected to treat the lesion. It was noted that the stent came off the balloon catheter. The stent got "stuck" inside the patient; however, the physician was able to retrieve the stent with unspecified means. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
This is a duplicate event to MFR # 2134265-2014-03414.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation with the stent detached. The balloon and tip sections of the catheter were examined. The balloon material was tightly folded and no anomalies were noted. Stent crimp evidence was present on the balloon material. There was no damage to the tip. The stent was returned for evaluation also and a microscopic examination was performed. The stent struts were misaligned and the stent was stretched throughout. A visual examination of the catheter did not exhibit any damage along the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that this event is a duplicate to MDR ID # 2134265-2014-03414.

Manufacturer narrative:
Device is a combination product. (B)(4).